Event description:
It was reported that a virage screw would not mate with two closure tops because the tulip threads were misaligned. The screw was removed and replaced. There were no patient impacts.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Inspection the product was not returned and no photos were provided, so an evaluation is unable to be performed. DHR review the lot number is unknown, so the DHR was unable to be reviewed. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to off-axis forces applied when installing the closure tops. Device usage this device is used for treatment.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a virage screw would not mate with two closure tops because the tulip threads were misaligned. The screw was removed and replaced. There were no patient impacts.